Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door open message appeared when the gantry door was closed and a popping noise was heard when opening the gantry door. The representative then adjusted the door switch to restore the door closing issue and the popping issue was found to be due to damage to the louver cover, so the cover was removed, bent back into proper position and placed back on the gantry. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: product ID: bi71000555, serial/lot #: unk, product ID: bi90000009, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system was unable to close. Additionally, a popping noise was heard from the gantry when opening the door. There was no patient present when this issue was identified.